Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 19-aug-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Pharmacy and wife are calling on behalf of the customer. The customer is concerned with test results from results obtained of 32, 81, 39 and 21 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Wife stated due to the results obtained she had taken the customer to the doctor on (B)(6) 2025. Doctor had sent the customer to the in-house pharmacy at the doctor's office to have the meter checked; customer had obtained result of 81 mg/dl using the true metrix meter and pharmacist tested using their meter and obtained a result of 105 mg/dl. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/30/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 32mg/dl date: (B)(6) 2025 time: 8:44pm fasting am. Result 2: 81mg/dl date: (B)(6) 2025 time: 3:15pm fasting am. Result 3: 39 mg/dl date: (B)(6) 2025 time: 8:47pm fasting am. Result 4: 21mg/dl date: (B)(6) 2025 time: 8:45pm fasting pm. Result 5: 103mg/dl date: (B)(6) 2025 time: 8:43pm fasting am.